Manufacturer narrative:
Clarification section d.4: device information is unknown. Device information has defaulted to saline. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported "rupture/deflation". This record is for the left -side. Device has been explanted.